Manufacturer narrative:
The hill-rom technician found the brakes not holding most likely due to normal wear and tear. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account on the 2nd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).